Manufacturer narrative:
Unit received with a blank display and a water mark at the display due to corroded electronic assy. The motor assembly found with traces of corrosion. Unable to perform displacement test due to blank display. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. Customer¿s blood glucose level was unknown. The product will return for the analysis.